Event description:
It was reported via a legal notification, that a patient, underwent initial right knee replacement surgery on (B)(6) 2014. The patient was implanted with posterior stabilized tibial insert, along with an optetrak stem, optetrak patella, optetrak screws, a optetrak tibial tray, and a optetrak posterior stabilized femoral component. Following the surgery, the patient began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. The surgical indication for right total knee arthroplasty was medial and patellofemoral compartment arthritis; patient had a large knee effusion. - surgical intervention of right knee, recurrent effusions, right knee (B)(6) 2015 [no revision of devices] without tourniquet- a medial parapatellar arthrotomy was performed. The knee joint had large amount of serosanguineous fluid, which was sent for gram stain and culture. The patient had a reestablishment of the medial and lateral gutters and synovial tissue was resected, sending it for permanent pathology and routine culture, fungus, and acid-fast bacillus. There were erosions along the medial anterior tibia, which was corrected and sent for same cultures. In addition, on the lateral femur, a curette was performed in some bony erosion areas, which were sent for the similar cultures. Components were checked and there was no loosening. Sterile dressings were applied. The patient was extubated and taken to recovery in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: serial #: (B)(4), category #: 02-010-01-0340 - logic femoral ps cem right sz 4; serial #: (B)(4), category #: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; serial #: (B)(4), category #: 200-02-35 - three peg patella 35mm. H6. Investigation-based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's recurrent effusions, bone erosion, and subsequent surgical intervention without revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.